Event description:
It was reported that during an unknown procedure, the intraoperative testing of the anastamosis was okay. After five to six days, the anastamosis opened and the patient got peritonitis. Due to the peritonitis, the abdomen had to be opened. The patient is doing well.